Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error 1413 displayed by the console was caused by an electrical issue with the power supply. The fse proceeded to perform a visual inspect of the outside of the power supply and the high power lps supplies various voltages to different circuit in the laser console. As the circuits supplying power to the simmer circuit were not working, concluded in the replacement of the laser power supply and calibrated the laser console. Finally, the device passed full functional and electrical safety testing. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error message resulted from an electrical issue, leading to the reported event. The reported simmer complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the console displayed error 1413 (laser simmer error). The procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that during a procedure, the console displayed error 1413 (laser simmer error). The procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.